Event description:
It was reported that the subject device displayed an e315 incompatible scope/contact error at the power connector. The reported issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water tube as well as the auxiliary jet channel have white foreign material and the ight guide cover glass/light guide lens have corrosion. Based on the results of the investigation, it is likely the e315 error occurred due to corrosion on the plug unit. In regards, to the foreign material, a definitive root cause could not be determined. Lastly, the corrosion on the light guide lens and cover glass likely occurred due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.